Event description:
It was reported that following a sling procedure, the pt went into retention for two weeks. The doctor left a foley catheter in place to facilitate drainage. Doctor later excised the tissue. The doctor believed he may have placed the tissue too tight. Since removal of the tissue, the pt has retained continence, possibly due to scar tissue.